Event description:
Error 41 - upstream pressure sensor fault.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided so no review could be performed. Reported devices were not sent back to brézins for investigation but was repaired by UK service center. It was mentioned that pressure sensors were replaced to solve the reported issue and devices were returned to customer. Replaced defective pressure sensor was kept and sent to brezins for further investigation. Upon inspection and functional testing, the sensor was found functional; however as several complaints have been reported for the same issue with devices manufactured around the same period of time, a random technical error could still be possible with those sensors. A CAPA has been opened on defective pressure sensors. This complaint is not confirmed. To our knowledge no patient consequences have been reported. The trend is abnormal and reported risk is lower than estimated risk.